Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: crease fold, deformation, device appearance (observed 40 mm dark patch edge material inside gel device) and weight to the spec. No observed openings in the device. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process and no openings observed in the device. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "possible" right side rupture. Additionally, healthcare professional reported "any creases". Device has been explanted.